Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no leaks in the fluid path. No damage was found on the fill needle; a root cause for the reported event could not be determined. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 279 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported physical damage to the fill syringe when filling pod with insulin. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose history is as follows: bg(mg/dl): 89 (pod applied), 181 "an hour later", 279 (when patient awoke the following morning).